Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm. It was reported that, during the initial implant procedure, the bifurcated stent graft was covering the entire left renal artery. A guide wire was successfully inserted into the left renal artery and a balloon expandable stent was placed. The final angiogram showed normal flow into the left renal artery. It was also noted that no endoleaks were present and the event had resolved. The physician stated that the angle of the proximal neck was the main contributor to the placement of the bifurcated stent graft in the unintended location. No additional clinical sequelae were reported and the patient is fine.